Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a detached extension tube was confirmed and was determined to be supplier related. The product returned for evaluation was a 20ga x 0.75¿ powerloc max infusion set. Usage residues were observed throughout the sample and the safety mechanism was engaged. An injection cap was attached to the luer adapter. The extension tube was observed to be completely detached from the y-site. An attempt to stretch the extension tube revealed slight tensile weakness when compared to a non-complainant infusion set. Microscopic inspection of the surface of the proximal extension tubing confirmed that it had detached from the y-site and was unbroken. Inspection under an ultraviolet light revealed fluorescing adhesive residue on the luer adapter and extension tubing. The observed detachment was likely caused by failure of the bond between the proximal extension tubing and the y-site. Possible causes of the bond failure include insufficient adhesive deposition or curing. The device is a supplied component and the supplier has been notified of this event. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer nurse states they had a patient safety issue the other day with this product. One of our patients was receiving continuous chemotherapy and was at home when the y-site on the tubing of her port needle detached and completely separated. Additional information received 23-jul-2024: the patient had to stop their continuous chemo and come in to get a new bag started. This had a patient impact and caused delays in treatment. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by customer nurse states they had a patient safety issue the other day with this product. One of our patients was receiving continuous chemotherapy and was at home when the y-site on the tubing of her port needle detached and completely separated. Additional information received 23-jul-2024: the patient had to stop their continuous chemo and come in to get a new bag started. This had a patient impact and caused delays in treatment. No other information was provided.